Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a yellow fault screen upon interrogation prior to implant. The warning stated fault code 7- oscillator deviation. The device was not used, and a different product was implanted.